Event description:
The customer reported intermittent loss of the live diagnostic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video connections and left monitor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.